Manufacturer narrative:
Product event summary: data files and the 10fcc13 sheath with lot number 0012624045 were returned and analyzed. Two log files were received on the reported event date. The log files pulseselect_20250509 and pulseselect_20250509.1 showed multiple deliveries were performed with the catheter with lot number 0012715322. The embolism and st elevation issue can not be assessed by clinical data review, the issues were not recorded in the log file. Visual inspection of the handle area was performed and the side port tube was taped to the handle. Visual inspection of the shaft area was performed and no anomaly was observed. Visual inspection revealed that the native dilator was not returned with the sheath. The performance test with sentinel black belt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.05153 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01558 psig and in an acceptable range (should be between -0.3 and 0.3 psig). Steering mechanism and deflection test were performed and it was working in both directions. In conclusion, the clinical issues (embolism and st elevation) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issues can not be assessed through data analysis. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure when the sheath was in the body, st elevation was observed, which subsequently resolved. It was suspected there was a possible air embolism issue but it was not confirmed. The case was completed with pulsed field ablation.  No further patient complications have been reported as a result of this event.